Event description:
Alaris IV pump was reportedly programmed to infuse heparin at 5.5 ml/hour. The heparin concentration was 25,000 units/250 ml nss. After infusion was started, the bag was reportedly noted to be low in volume when checked within the first hour. Pump programming was confirmed to be correct as per the medical record. Reportedly, according to the pump infusion history, 7.42 ml of heparin had been infused since the drip had been started, however, it was discovered that a total of 160 ml had infused after the remaining volume was checked in the bag. The physician was notified and coagulation labs were checked. Reportedly, the patient's partial thromboplastin time (ptt) was significantly elevated. Protamine sulfate was given as per physician order. No patient harm was reported. The pump was taken out of service for further investigation.